Manufacturer narrative:
The agent reported. Complaint has been evaluated and is similar to report number 1644408-2019-00672; 509-00-436, s808 - infection, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to unstable and infected shoulder.